Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient experienced shaking and was taken to the emergency department (ed), where she remained for approximately seven hours before being discharged. At an unspecified time during the event, the mobile device showed an estimated glucose value (egv) of 70 mg/dl, while a bg reading was recorded at 40 mg/dl. The reporter was unsure of the exact treatment administered but mentioned the patient may have been given juice. The reporter was also uncertain about the patient¿s current condition and was unable to provide additional details, stating she did not know what happened. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.